Manufacturer narrative:
Abbott field service (fs) performed on-site troubleshooting, adjusted and replaced multiple parts. The replacement of the cuvette wiper, cuvette dryer tip assembly, and the alinity c-sample probe sc resolved the issue and the parts were identified as likely causes. A review of the service history for the alinity c processing module ac01041 determined no additional contributing factors on or around the date of the current complaint and no additional ict result related issues or issues associated with the likely cause parts have been reported since fs addressed the issue. A review of tracking and trending for each of the 3 likely cause parts did not identify an issue or adverse trends. There is no indication of an adverse trend involving the erratic result rate for the alinity c-series processing module, nor with any of the 3 likely cause parts. Manufacturing documentation for each of the likely cause parts was reviewed and did not find any issues. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: multiple =(B)(6). No specific patient information was provided.

Event description:
The customer reported falsely depressed sodium results on the alinity c analyzer. The following initial and retest results were provided: sample ID (B)(6): 119 and 146 mmol/l, sample ID (B)(6): 111 and 137 mmol/l. Due to the low results the patients were sent to the hospital; however, no unnecessary treatment or other impact was reported.